Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device was monitored and no unexpected restart error test, no external ram crc error, no watchdog timeout alarm and no excessive no delivery alarm noted. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. No scrolling numbers anomaly noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring unexpected restart alarm and a high blood glucose event. The customer¿s blood glucose was 407 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart during normal use and after a battery change.. Customer also reported multiple safety alarms and keypad anomaly and declined troubleshooting. . Customer had a high blood glucose of 407 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.